Event description:
The customer contacted physio-control to report that their device locked up for several minutes when in use with a patient. The reported event occurred during a 12-lead analysis. This issue is patient related; however there was no adverse patient outcome. After review of the electronic patient record, it was observed that the device lost power and then was powered back on 3 minutes later.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio-control evaluated the electronic patient record from the event and verified that the reported issue occurred. After performing unrelated repairs, proper device operation was observed through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.